Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® serum blood collection tubes had foreign matter in tube; biological and non-biological. The following information was provided by the initial reporter: the customer stated "there is a particulate on the tube and are not meeting specs."

Manufacturer narrative:
H6: investigation summary bd had not received samples, but one (1) customer photos of tubes were received for review and analysis. The photo confirms the following reported defect of fm (embedded) in the tube. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. See h.10.

Event description:
It was reported the bd vacutainer® serum blood collection tubes had foreign matter in tube; biological and non-biological. The following information was provided by the initial reporter: the customer stated "there is a particulate on the tube and are not meeting specs."

Event description:
It was reported the bd vacutainer® serum blood collection tubes had foreign matter in tube; biological and non-biological. The following information was provided by the initial reporter: the customer stated "there is a particulate on the tube and are not meeting specs."

Manufacturer narrative:
The following fields were updated due to additional information: b.3. Date of event: (B)(6) 2020. See h.10.